Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to 14v batteries was not confirmed. The reported event of the universal battery charger (ubc) displaying a red light fault when the battery is inserted for charging was confirmed via testing of the returned 14v battery (serial number: (B)(4)). The fuel gauge of the returned battery was interrogated and the battery parameters corresponded to a normal functioning pack; however, cells 2 and 3 were observed to be unbalanced. The returned battery was then fully charged and then discharge tested using an electronic load based battery test system and the battery exceeded the requirement for discharge time. When fully charged, the battery properly displayed 5 leds when the fuel gauge button was pressed. The returned battery was inserted into a test universal battery charger (ubc) and a b0003 red light fault, which is associated with unbalanced battery cells, activated. The battery was functionally tested with a test battery clip, system controller, and mock circulatory loop and the battery supported the system without any issues or atypical alarms produced. The 14v battery was then milled open for evaluation of the internal components. No physical anomalies were observed. Cells 2 and 3 were manually measured and proper voltages were observed; the cells were not unbalanced. Circuit analysis performed on the printed circuit board (pcb) then revealed a compromised component that caused an incorrect reading of the voltage on cells 2 and 3; this would result in the observed b0003 red light error when the battery is inserted in the ubc. The compromised component was replaced. The fuel gauge was then interrogated and all four cells were balanced and measured the appropriate voltages. The battery was then reinserted into a test ubc and was accepted for charge without issue. The root cause of the no external power alarms could not be conclusively determined through this analysis. The red light fault being displayed on the ubc after inserting the returned battery for charging was determined to be due to a compromised component providing inaccurate outputs; however, the root cause of the component not functioning appropriately could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 alarms and troubleshooting and heartmate ii instructions for use (IFU), under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also describe the proper steps to perform when encountering a red light fault on the ubc. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) section 3 powering the system explain the various ways to power the heartmate ii lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v batteries. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 14 volt lithium ion battery assembly is manufactured by the vendor who maintains the device history records. The 14 volt lithium ion battery was shipped to the customer on 12feb2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to battery power and had a no external power alarm. The patient swapped to an alternate power source and when the battery was placed in the charger, a red status light appeared.